Manufacturer narrative:
The device was returned to olympus for inspection. The event date is unknown and will be provided if received. A root cause could not be identified. Based on the investigation results, the reportable event of a corrosion at distal end was caused by a component failure. However, foreign objects at channel mount unit and jet tube also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects at channel mount unit, corrosion at distal end and foreign objects (white foreign material) at jet tube. There was no patient involvement.